Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
In speaking with olympus technical assistance support (tac) via phone, the customer reported that the cv-190/evis exera iii video system center, when connected to the steris boom and monitor, did not display an image. The customer informed tac that there was an sdi (software-defined infrastructure) cable connected from sdi "out" in the cv-190 to sdi "in" on the boom. Customer confirmed the connection of the sdi cable directly to the monitor and still got no image, and confirmed the input was set on the monitor to sdi. Tac suggested attaching the boom and monitor to another cv-190; if the second cv-190 did not display an image, the issue was with the boom or monitor; if the second cv-190 worked normally, the issue should be with the cv-190. The customer will then have to send the cv-190 to the national service center for evaluation and repair. The customer was instructed to call back after swapping out the cv-190. Subsequently, the customer did not call back, and tac attempted to contact the customer without success. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of an image not being displayed could not be identified. However, it¿s likely the cause is related to faulty printed circuit boards, flat cables, a converter, or a low voltage switching device. Olympus will continue to monitor field performance for this device.